Event description:
I received repeated transcranial magnetic stimulation on a neurostar tms machine at (B)(6). I received 20 min treatments five days a week from (B)(6) 2018 to (B)(6) 2018. After the first treatment I became light headed and experienced memory loss. On around (B)(6) 2018 I began experiencing tinnitus and what I did not realize until now was some hearing loss. These symptoms persisted daily throughout the rest of the treatment. When these symptoms persisted to the end of the treatment, the clinicians advised me that these symptoms would pass and not last longer than 2 to 4 weeks after treatment. I still have all of these symptoms and have been tested and identified them as cognitive impairment in several areas, hearing loss and tinnitus. These symptoms are severe enough to keep me from working and have caused me to become disabled. FDA safety report ID# (B)(4).